Event description:
It was reported that during a left total knee procedure the instrument broke into multiple pieces. Surgery was extended by approx 30 minutes while the pieces were retrieved. One piece of the instrument was embedded in the pt's bone and was unable to be extracted.